Event description:
It was reported that the patient with this implantable pacemaker experienced a low heart rate, dropping down 33 beats per minute (bpm). The patient came into the hospital for follow up. Technical services (ts) recommended contacting the clinic, and the physician advised continuing with normal device follow up and monitoring. As of this time, this pacemaker remains in service. No adverse patient effects were reported.